Event description:
A us distributor returned a monitor and reported being unable to recognize the therapy electrode connection.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not recognize te connection) has been confirmed. The root cause for the failure was bent pulse pins. The root cause for the bent pulse pins was unable to be identified. There was no adverse event that resulted from the damaged monitor.